Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that during a vitrectomy + vitrectocentesis injection + retinal laser photocoagulation + retinal detachment internal compression repair(right eye) surgery while using an ophthalmic gas a patient experienced high intraocular pressure and patient was given with antiglaucoma drops and carbonic anhydrase inhibitors drugs. Patient condition has recovered.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.10. The lot number was provided. A check of the batch production record for this lot, showed no unusual manufacturing issues. A check of the complaint records showed eight (8) other complaints against this lot. A check of confirmed complaints with the reported event, showed no complaints since the beginning of 2015. There was no sample returned. As such, testing could not be performed. An analysis of the retain (manufacturing) samples with these lots showed that the product met all release criteria. Based upon the information obtained, the root cause of the reported event cannot be conclusively determined. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).